Event description:
It was reported to philips that system would not turn on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was not turning on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system was not turning on, need to replace switch on board and requested onsite support. The philips field service engineer (fse) checked the system onsite and found issue with one fuse on mpdu control unit¿s board. To resolve the issue, the fse replaced the faulty fuse. The defective part was returned for analysis, for host pc malfunction was observed and the failure was found to be related to power supply failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.